Event description:
Pt suffered 1st degree burns following cardioversion at 200x1,300x1,360x1 joules where pads were placed on anterior chest wall and back. Physician ordered silvadene cream to both locations. User has reported similar problems to co without results.